Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported when using the bd phaseal¿ optima connector (c35-o) there was "a disconnection occurred between the n40 (locking injector) and the connector during a 3 hour cisplatin infusion. The following information was provided by the initial reporter. The customer stated: "a disconnection occurred between the n40 (locking injector) and the connector during a 3 hour cisplatin infusion.